Manufacturer narrative:
Evaluation summary: the analysis results showed that one instrument arrived in good visual condition and with the original cartridge loaded in the instrument. The cartridge was returned void of staples. The instrument was tested for functionality with a test cartridge and it cycled, fired and formed all the staples. The instrument fired without any difficulties and the staples were noted to have a proper b-formation. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a thoracotomy procedure, some staples were unformed. Oversewed the staple line. No pt consequence.